Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etcf2828c49e, (B)(4); etcf3232c49e,(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 6 - 8 cm diameter pre-operatively ruptured abdominal aortic aneurysm. The patient presented emergently with a 6-8cm diameter pre-operatively ruptured aneurysm on a non-contrast CT and was taken to the or. A 12 fr. Sentrant sheath was placed in the left common femoral artery (cfa) and a reliant balloon was placed through it and up the level of the sma and inflated. A pig tail marker catheter was placed in the right cfa just below the balloon. An angiogram was performed on the only vessel patent was the sma. The 28/16/145 endurant bifurcated stent graft was placed at the level of the sma and deployed. A 16/10/124 endurant limb extended the main body into the rcia. A reliant balloon was placed through a 16 fr sheath in the rcia and it was inflated above the endurant main body as the reliant on the left was deflated and removed. The gate was cannulated and a 16/13/124 endurant was placed into the lcia and extended with a 13/13/82 endurant. The stent graft was ballooned proximal, overlaps, and the distal limbs bilaterally. An angiogram was performed and a type ia endoleak was determined by the physician. A 28/28/49 endurant cuff was placed proximal to the main body and another angio was performed; however, the endoleak was still present. A 32/32/49 endurant cuff was placed proximal to the 28/28/49 and ballooned. Another angio was performed and the endoleak was still present. The physician performed an open procedure to reduce the fluid in the patient's abdomen. The endoleak was determined to be in the posterior suprarenal aorta and the physician repaired it. Doppler was performed to the hepatic, renal arteries bilaterally and sma, and all were patent. The patient was closed, however, the patient died three hours later. The physician stated the patient was not clotting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.